Event description:
It was initially reported by the physician that the pt recently showed increase in seizures. Physician was not sure why the pt showed increase in seizures all of a sudden. No additional info was provided. Good faith attempts to obtain additional info has been unsuccessful till date. The cause of event is unk at the moment.